Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during a procedure. According to the complainant, during the procedure, the balloon was labeled injection below however the balloon injected above. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) (incorrect labeling).the device was has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during a procedure. According to the complainant, during the procedure, the balloon was labeled injection below however the balloon injected above. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual analysis of the returned device found that there was no damage to the catheter shaft or the skive hole located on the catheter; the skive hole was located below the balloon. A functional evaluation was performed and it was confirmed that the device performed according to label and specification; the device injected below. It is possible that when the physician selected the catheter with a description, "injects below", the physician thought that the media would be released through the skive hole at the opposite side of the balloon. The most probable root cause for this complaint is user preference issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.